Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to the emergency room (ER) the day after implant, and it was discovered that they had an epidural hematoma. The patient's hcp stated that it would only get better, however the patient insisted that the system be removed. The patient was in the process of going to the or for implant removal. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that the device was confirmed as removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on 2018-nov-28. The caller indicated that the patient had the implant put in but in less than 24 hours it had to be removed because they believe there was a blood clot and it was determined that it could not be put back in. It was taken out on (B)(6) 2018. The caller would like to donate the equipment so they were transferred to the repair department. No further complications were reported/are anticipated.